Event description:
The customer initially called to report high blood glucose. It was then stated on another telephone call that the customer had been hospitalized for high blood glucose. The reported blood glucose reading was 322 mg/dl. Troubleshooting was performed on the initial call and the insulin pump passed the prime test. The high pressure test was not performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.